Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 367 mg/dl. Reportedly, the cause of the impacted bg level was because the customer was new to the pump and believed the pump settings required further fine-tuning. Customer administered manual injections to stabilize impacted bg level. Tandem technical support advised customer to call back to troubleshoot and to consult with health care provider (hcp); customer acknowledged and stated issue would be discussed with hcp.